Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Swelling and firm nodules are known potential adverse events addressed in the product labeling. "Viral throat infection" is a serious and unexpected drug experience not in the labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the medial nasolabial folds with juvéderm vollure¿ xc. About a year and 7 months later, patient had a ¿viral throat infection¿ (not device related). Two days later, patient noticed facial swelling on the right side. Two days after that, patient went to an urgent care clinic with significant right sided facial swelling and a firm nodule on the right nasolabial fold. Clindamycin was prescribed. The next day, patient noticed a left nasolabial nodule. Hcp observed the patient the next day and confirmed the presence of bilateral nodules in the same areas that the product was injected. Hcp treated patient with 2 vials total of hyaluronidase to the nodules, started the patient on clarithromycin, a prednisone taper, and advised warm compresses to the areas. Symptoms eventually resolved.